Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and orbital brake pad were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display an image. Also, the orbital brake was inoperable. No report of patient or staff injury.